Event description:
A report was received that the patient experienced postoperative confusion. Computed tomography scan showed no evidence of bleed or stroke. The event was procedure and device related but not related to the stimulation. The patient was prescribed medication and the condition resolved.

Event description:
A report was received that the patient experienced postoperative confusion. Computed tomography scan showed no evidence of bleed or stroke. The event was procedure and device related but not related to the stimulation. The patient was not treated with a new medication. The symptom was resolved by stopping the amantadine.

Event description:
A report was received that the patient experienced postoperative confusion. Computed tomography scan showed no evidence of bleed or stroke. The event was procedure and device related but not related to the stimulation. The patient was not treated with a new medication. The symptom was resolved by stopping the amantadine.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
.